Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use and the issue occurred during a diagnosis of procedure. The procedure was completed as planned using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch and battery indicator were red. The philips field service engineer(fse) determined that the cause of the wireless footswitch connection issue was due to battery. The fse reset the wireless footswitch by disconnecting and reconnecting the battery, which resolved the reported problem. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) the codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch could not be used during an examination. Per the information collected, the wi-fi and battery indicators on the footswitch were red, which indicates that there was an error in the wireless connection. The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. No harm to the patient has been reported to philips. Philips has started an investigation of the complaint.